Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. While priming the device, the lancet ejected and accidentally stuck the customer. No medical treatment was necessary. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.